Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation under magnification confirmed that the electrode was burnt on the non-active metal back of the active tip. There was saline residue in the suction tube indicating the device had been used. Additionally, the shaft of the device was bent. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. A definitive root cause cannot be determined with the given information but the damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 dissimilar complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device was damaged. The electrode burnt on the non-active metal part of the vaporization dipole. The was no patient consequence. The electrode was not replaced; it worked properly until the end of the procedure.